Manufacturer narrative:
The manufacturer has re-simulated the scenario and has determined that there is not an issue with the implanted pump. It appears there was a timing/communication error between the pump and programmer possibly due to electromagnetic interference during telemetry. The dose delivered to the patient was as intended. Had the actual rate changed on the pump, a pump memory error would have occurred. Recommendations were provided to the hcp for further programming sessions.

Event description:
It was reported that the pump was refilled in 2007, and programmed to deliver 20 mg/ml at 9 mg/day. Later that day, the patient reported that 9 mg/day was too high so the hcp decided to reprogram the pump to a slightly lower daily dose. Upon interrogation, the hcp noted that the programmed dose had changed from 9 mg/day to 8.4 mg/day "on its own". The hcp then updated the pump to reflect the 8.2 mg/day, the new desired daily dose. Nineteen days later, the pump was interrogated again and this time it was noted to be programmed to 40 mg/ml instead of 20 mg/ml at 16.4 mg/day instead of 8.2 mg/day. For the last several refill and programming sessions the pump has been at the 40 mg/ml and 16.4 mg/day even though at every refill they have filled with 20 mg/ml. No volume discrepancies have been noted. Telemetry strips confirmed this information. No telemetry issues were reported. The hcp planned to stop the pump, admit the patient to manage any potential withdrawal symptoms. The pump contained hydromorphone/bupivacaine mixture.